Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed due to tissue injury and a single leaflet device attachment. It was reported that on (B)(6) 2020, the patient presented with functional mitral regurgitation (mr) grade 4+ and a long restricted posterior leaflet. During grasping without a device issue and re-positioning of the clip delivery system (cds0701-ntw, 00619u152), the anterior leaflet was on the gripper and a small chordal rupture occurred. The cds was retracted for re-positioning. The mitraclip grasped the leaflets at a desired position. The operators deemed the leaflet insertion acceptable and deployment was performed. The clip was deployed without issues. A second mitraclip (ntr) was successfully implanted. The mr had been reduced to grade 1+. There were no device issues. On (B)(6) 2020, during the discharge echocardiogram, a single leaflet device attachment (slda) was observed with the 1st mitraclip cds0701-ntw, 00619u152. The clip detached from the posterior leaflet. Reportedly, the slda was due to the patient's anatomy. The mr had remained mild. The patient was doing well and was in stable condition. No treatment was provided. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the reported patient effect of tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported single leaflet device attachment was due to patient anatomy, and the difficult to remove was due to procedural conditions. Tissue damage was an outcome of the difficult to remove gripper. There is no indication of a product issue with respect to manufacture, design, or labeling.